Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 23aug2019. Philips fse (field service engineer) confirmed device failed est code 3104 and code 3110. Performed external and internal inspection and found cv3 damaged causing device to fail est diagnostic code 3110. Performed code 3104 troubleshooting and found exhalation flow sensor out of tolerance. Replaced cv3 and exhalation flow sensor to correct customer reported problem. Device passed extended self- test (est) and performance verification test successfully. Failure analysis of the returned part indicates: no fault was found on this returned exhalation flow sensor. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Caller reports that the unit has an o2 delivery test failure and is requesting onsite service. There was no patient involvement.